Event description:
Multiple times since last december, my philips dreamstation 2 has emitted an overheating type odor. The reason there were multiple times was because I was unsure if it was due to the water tank going dry. It is not exclusively. (I now use it without the humidity or heat and it doesn't smell under those conditions).